Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received email from insurance company that alleges a pride power chair allegedly caught on fire and caused damage.

Event description:
Received email from insurance company that alleges a pride power chair allegedly caught on fire and caused damage.

Manufacturer narrative:
The inspection took place last friday (B)(6) on this fire loss. Our expert does not believe our unit was the cause of the fire. Additional information provided: added provider name added state.